Event description:
It was reported that the patient had to charge the ipg frequently and for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.

Manufacturer narrative:
Exact date unknown, event occurred six months from the date the manufacturer became aware of the event.